Event description:
The leads were returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Per follow up with clinic, patient had last been seen by them in (B) (6) 2009 and "everything looked great. Function was normal and battery was excellent."

Manufacturer narrative:
(B) (4)

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) outer insulation separation. Proximal segment returned and analyzed.

Event description:
The leads were returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.